Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 rmt system, model #: m-5830-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Lasso navigational eco catheter, model #: d-1343-01-s, lot #: 17342094l. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis and resulted in death. During mapping, the patient was reported to have experienced "immediate loss of blood pressure and rhythm". The cardiac tamponade was confirmed through a transthoracic echocardiogram. A pericardiocentesis, cardiopulmonary resuscitation, and other emergency measures were performed. During the resuscitative measures, the patient expired. A transseptal puncture was performed with a safesept needle. A st. Jude agilis sheath was used. No patient factors were cited that may have contributed to this event. There were no error messages observed on any biosense webster equipment during the procedure. The patient did receive anticoagulation with heparin with acts maintained in an unknown range. The physician's opinion regarding the cause of this adverse event was that the cardiac tamponade was procedure-related.